Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood glucose levels of 425mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose levels and stated that they had to treat it using manual injection. The customer was able to clear the alarms and rewind the insulin pump. The insulin pump passes self test. The insulin pump will not be returned for analysis.